Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/31/2017. Device evaluation: the intraocular lens was returned at the manufacturing inside a cartridge. Visual inspection at 12x microscope magnification showed that the lens was contaminated. The contamination looked like viscoelastic healon. No further contamination was observed. Considering the condition of the lens, the unit was handled and prepared for use. The customer's reported complaint for debris on the lens could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens¿ optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was observed on an intraocular lens (iol) during handling but prior to insertion with no patient contact. No further information was provided.